Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced issue of infusion set occlusion on (B)(6) 2024. The blockage was located at the tubing. No further information available.